Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer received a power loss alarm. The blood glucose value at the time of the event was 400 mg/dl. The customer was treated with an insulin pump. The event involved product(s) mmt-1886. Troubleshooting was performed for hyperglycemia. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the power loss alarm, and the customer reported that no damage to the battery cap. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thump software was able to upload most trace/history files but with some parsing errors in the pump history file. No pump error 25 was noted during testing, in the pump history file, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 73=change battery occurred @ 01/07/26 05:28:00. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of unexpected replace battery alerts was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.